Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with cord damaged; this condition had the potential to interrupt delivery. This condition was found in the nursing home. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The reported flogard infusion pump with a damaged cord was confirmed by service. Since this is a stay-in device, the root cause could not be confirmed. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.